Manufacturer narrative:
H.6. Investigation summary: DHR: n/a - no lot. One sample was received for evaluation by our quality engineer team. Through examination of the sample, it was determined that the safety sleeve grips were out of their place and the needle was exposed. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It has been determined that this incident most likely occurred due to improper use. Visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) "was detached and the needle was exposed" while "preparing endoxan".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) "was detached and the needle was exposed" while "preparing endoxan".